Manufacturer narrative:
Unit passed the displacement test, active current test and self-test. Unit did not pass the sleep current test with high current. No failed battery alarm noted during testing. No alarms/alert/anomalies noted during testing. Pump was downloaded using thump for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range due to moisture damage. Failed battery test occurred on (B)(6) 2022 03:07:36.000 found in the history files. Replace battery alert on (B)(6) 2022 16:00:07.000 and replace battery now alarm on (B)(6) 2022 16:31:00.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the battery tube, pcba 1, pcba 2, force sensor and motor home switch. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, damaged display window cover and label damage (serial number label stained; end cap address label fading). Fail battery test is not confirmed. Cosmetic damage was confirmed on the pump. Unexpected battery power loss was confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was a battery-failed alarm on the insulin pump. The customer also reported a burst in the insulin pump, no harm requiring medical intervention was reported. Troubleshooting was performed and the customer was calling after receiving a replacement battery cap. The customer will discontinue using the device and the insulin pump will be returned for analysis.